Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified left circumflex (lcx) artery. A 3.00 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. After many attempts, the stent tip was found damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. Distal stent damage was noted with struts on the first row lifted from the stent profile. The crimped stent od (outer diameter) of the undamaged proximal part of the stent was measured and is within maximum crimped stent profile measurement. The distal edge of the tip was slightly damaged. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found several inner lumen and outer extrusion kinks. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified left circumflex (lcx) artery. A 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After many attempts, the stent tip was found damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.